Manufacturer narrative:
The glucose reagent lot number and expiration date were not provided. The field service engineer (fse) found carry-over on the cuvettes from a nozzle on the rinse mechanisms; there was a hole in the tubing connected to the nozzle. The fse replaced the rinse tubing connected to the nozzle and replaced the sample probe. Mechanism checks were successful. The customer ran calibration and qc with passing results and ran patient samples with no questionable results. Calibration was last performed on (B)(6) 2023 and was acceptable. Qc was acceptable. The service actions resolved the issue.

Event description:
The initial reporter questioned the results for 5 patient samples tested for na electrode or glucose on a cobas 6000 c (501) module. Of the data provided, discrepant results were identified for 1 patient sample tested for glucose. The initial result was 73 mg/dl. The sample was repeated 4 times with results of 29 mg/dl with a data flag, 36 mg/dl with a data flag, 80 mg/dl, and 12 mg/dl with a data flag.